Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient had an infection when the implant was put in. The patient was prescribed with antibiotics. The physician believed that the infection was procedure related. The patient was doing well and the infection has cleared up.